Manufacturer narrative:
This report is submitted on july 28, 2023.

Event description:
Per the clinic, short circuits were noted on 8 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.